Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a planned treatment and it was completed with delay using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's wireless footswitch intermittently failed to respond. Upon functional testing, the fse found problem with the wireless connection. The part analysis for both the wireless footswitch and base station were performed and it didn¿t conclusively determine the actual cause however, the replacement of the wireless footswitch and the base station by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that the system's wireless footswitch intermittently failed to respond. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.